Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. As part of troubleshooting, philips field service engineer (fse) checked voltages at main mccb of philips system, the voltage was not coming properly. Fse found one phase power cable faulty. To resolve the issue, the customer replaced the complete wire of one phase, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.